Event description:
Ous MDR - this rv lead was explanted and replaced due pacing impedance increase.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. All fragments were received for analysis. In the course of the visual inspection multiple extraction damages were noted which most likely occurred due to tensile forces applied during the removal of the lead. The conductor cable to the ring electrode was found partly pulled out of the lead body. Furthermore the shock coil was deformed and the fixation helix was stretched. The inspection of the deformed fixation helix showed tissue residuals. Further analysis of the lead did not reveal any deviations that might have contributed to the clinical observation. In particular the electrical analysis of the received conductor fragments was properly feasible without any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.